Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the cubie was encountered a failure and unable to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was defective. The field service engineer released a faulty cubie, restarted the station, and verified with the customer that the problem had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.